Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned, on (B)(6) 2026, the surgery took place and the physician was able to flip the pump to the proper position. Device migration is a known adverse event listed on the labeling of the intera 3000 pump and instructions for use.

Event description:
Intera oncology was notified that a patient with an intera 3000 hepatic artery infusion pump with glycerin usually going several weeks between refills came in for a refill and the pump had flipped over so they were unable to refill on time. The patient was scheduled to go to surgery on (B)(6) 2026, to have the pump flipped back over and refilled in the or. However, the surgery took place on (B)(6) 2026, and physician flipped the pump back to its proper position.